Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedance measurements. There was also observation of noise, which resulted in the delivery of inappropriate therapy. The decision was made to explant and replace this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated only the distal section of this lead was returned. The lead body was curled, and the helix was stretched and bent. It was suspected the lead was pulled, and then let go. There was calcification and tissue noted on the lead body, and a partial insulation abrasion noted on the trilumen insulation abrasion sleeve. This lead passed the continuity test. An x-ray was performed, and revealed no anomalies. Initial allegations were not confirmed through analysis.